Event description:
The injection flow rate was set for 1.7 ml/sec and the injection site was the left antecubital vein. The technician watched the injection site for approximately 20 seconds. There was no obvious signs of an extravasation and the patient did not complain of pain. After completing the injection (total of 100 ml of contrast injected) no enhancement was noted in the liver. The technician and doctor were able to feel the contrast that extravasated in the left arm both under and around the "eda" patch.